Manufacturer narrative:
A partial lead was returned in two pieces for analysis. External abrasion breaching the ring electrode (re) cable lumen was found proximal to the suture sleeve tie impression consistent with friction to the device can. The ethylene tetrafluoroethylene coating of one of the re cable was also found to be abraded in this location. The abrasion of the re cable coating in this location most likely caused the field complaints of noise and oversensing. Electrical testing revealed no indication of conductor fractures or internal shorts. Other damages that were found are consistent with those occurring at the time of the explant procedure.

Event description:
During follow-up, noise and non-sustained oversensing episodes were noted on the right ventricular lead. The lead was explanted and replaced and lead damage was observed during the replacement procedure. The patient is in stable condition.